Event description:
New information received notes that the patient initially presented in in clinic for follow-up. The post-paced t-wave over-sensing issue was noted upon interrogation. Programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net/ in clinic for follow-up. Upon interrogation/review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. Further information was requested but not received.